Event description:
The customer reported a blockage in the channel system during reprocessing of an olympus gastrointestinal videoscope. The customer did not provide a suspected cause. There was no patient involvement.

Manufacturer narrative:
E1 - phone number - (B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the reported malfunction was a clogged nozzle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.